Manufacturer narrative:
Upon further evaluation of the device, service the protector was damaged due to chemical stress and handling. The customer's reported scope error code e216 could not be reproduced or confirmed. The investigation is ongoing; therefore, a root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported subject device displayed error code e216 (scope communication error). There was no patient or procedure involved. The device was returned to an olympus service center for evaluation. Upon inspection and testing, service observed error code b30 (scope communication error) was displayed, due to a defective distal end insertion unit. This report is being submitted for the malfunction found by service during the device evaluation (scope error code b30).

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was presumed to have been due to the following: the ccd (charged coupled device) cable, which was built in the bending section became unsmooth, which made the cable disorder in the bending section. Device with the disordered cable was manipulated, which caused sheath of the cable to break and the wire to expose. By further manipulation, the wire of ccd cable became torn. Olympus will continue to monitor field performance for this device.